Event description:
Implant date: 05/24/1994. Sometime following implant surgery, pt developed neurological compromise. X-rays showed no evidence of metallic fracture and a solid fusion. Not reported to have been explanted.